Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. No blood was found inside the catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported event cannot be confirmed by the evaluation. (B)(4).

Event description:
From the data sheet: on (B)(6) 2012 an iabp was used. On (B)(6) 2012, it started alarming. Then it was switched to another iabp, which also started alarming on (B)(6) 2012. It was switched again to a different iabp and it was alarming on (B)(6) 2012.